Event description:
It was reported that the patient experiencing lightheadedness and dizziness presented to the emergency room. Upon device interrogation, the right ventricular lead exhibited low impedance, high threshold and loss of sensing. During lead revision, insulation abrasion was observed on the lead. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.